Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that during device interrogation, session records could not be obtained and previous records appeared corrupted. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.